Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis and a heart attack. The customer stated that the battery was taken out of the insulin pump when he was admitted to the hospital. During the phone call, the display on the insulin pump was blank and could not be restored to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display. The anomaly was isolated to the liquid crystal display board. Further troubleshooting could not be performed due to the display anomaly.